Event description:
During an incident in 2003 involving a pt in cardiac arrest, the unit prompted "low battery" with 2 different batteries and did not indicate whether or not a shock was indicated. Crew members reported the unit checked okay at the start of the tour. A second crew arrived shortly thereafter and took over care. The pt was transported to a hospital and pronounced in ed. The patient had a history of mi in 2000. A bystander reported pt had collapsed about 15 minutes before ems arrived. CPR was performed and oxygen was given by bvm.